Event description:
It was reported that the safety button on the bd insyte¿ autoguard¿ bc shielded IV catheter was stuck and would not retract the needle during use. The following information was provided by the initial reporter: "the safety button on the IV is sticking and the release is not occurring to retract the needle when depressed on this lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2023. H6: investigation summary bd received (B)(4) representative (B)(4) gauge insyte autoguard blood control samples from lot 3166524 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or defects. Next, a random sampling of(B)(4) was collected for further inspection. The units were inspected under a microscope to detect if there were any issues not visible to the naked eye but no issues were found during examination. Finally, the engineer tested the devices for functional retraction. Six units appeared to pause before completely retracting. The needle seemed to be getting caught at the notch and wouldn't retract for about 1-3 seconds or until manipulated by the engineer. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer was not able to identify an exact root cause for this issue but was able to determine that it was a manufacturing related issue.

Event description:
It was reported that the safety button on the bd insyte¿ autoguard¿ bc shielded IV catheter was stuck and would not retract the needle during use. The following information was provided by the initial reporter: "the safety button on the IV is sticking and the release is not occurring to retract the needle when depressed on this lot."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.